Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a port put in a couple weeks ago after the patient had a total hysterectomy procedure (because the patient had cancer) back towards the end of 2023. The caller stated the device was not working for the patient's symptoms since the hysterectomy and that the patient was "peeing all over herself" and that they didn't know if the therapy had gotten turned off "or what" but it had been this way since christmas eve(B)(6)2023 the caller stated the patient was peeing every 5 minutes and they didn't know how to fix it or turn it back on to make sure it was working. Patient services walked the caller through connecting to the patient's settings and the caller was able to see that the patient's therapy was on. Patient services reviewed programming and stimulation considerations and redirected the caller to follow up with the patient's health care provider (hcp) to check the implanted system. The caller stated they had already called the hcp and they were waiting for a call back. They stated they were first going to get in touch with the hcp to determine what to do next. They may increase the stimulation later but for now they wanted to follow up with the hcp discuss their concerns and the patient's symptoms.

Event description:
Additional information was received. When asked for steps taken and resolution, it was believed to be an infection and the patient was given macrobid 100mg bid for 5 days and it was prescribed on (B)(6) 2024. It is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.